Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. It was noted that the laser power was lowered and the user let off the foot pedal once the cold pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and it was noted that 0.5cc of thrombin was placed in the biopsy needle. There were no patient complications reported in relation to this event.